Manufacturer narrative:
(B)(4). The exact occurrence date is unknown; however, the patient was hospitalized in (B)(6) 2013. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed for potentially associated lot number(s) gd895094 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for this event. The cause of the peritonitis was gastrointestinal (gi) issues and diverticulitis. The patient was diagnosed with diverticulitis in the same month as the peritonitis. The patient was treated ceftazidime ip and cefazolin ip (doses and frequency unknown). The patient was reported to have recovered from the peritonitis event. The pd therapy is ongoing. This is report 2 of 4.